Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -11.5 diopter into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2021 the lens was explanted due to low vault.

Manufacturer narrative:
B5-additional information: lens opacity asc was observed on (B)(6) 2021; after the lens was explanted. Miol surgery is planned. Claim# (B)(4).